Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the power on self test (post). There was no patient involvement at the time of the event. The covidien service engineer (se) inspected the device and reviewed the ventilators memory logs. The se replaced the line interface printed circuit board (pcb), flash drive and performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
A line interface to printed circuit board (pcb) and flash drive were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.